Event description:
It was reported to philips the device would not power on and would not stay on during attempt shock patient during code. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device. The fse found that the device was not charging at all. The power cord was not connected to the defibrillator. No ECG monitoring strips or case event files were provided to philips for review. The fse connected the power cord and allowed the defibrillator to charge for a few hours. After being charged, the fse ran performance assurance testing which passed. The fse advised the nurse to check that the power cord is fully connected when they check the crash cart. No parts were replaced. The device was placed back into use with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device would not power on and would not stay on during attempt shock patient during code. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.